Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(4) of patient (pt) made mistake/break in aseptic technique, chronic constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialysis solution ultrabag with 1.5% and 2.5% dextrose) therapy. On an unreported date, patient began dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). The dianeal therapy was ongoing. On (B)(4) 2012, the consumer reported the patient experienced peritonitis. The patient was not hospitalized. The consumer reported that the cause of the peritonitis was from pt made mistake/break in aseptic technique and chronic constipation. On an unreported date, the patient was treated with vancomycin, fortum, and amikacin for the peritonitis. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.